Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in an unknown size thoracic aortic dissection on the (B)(6) 2020. It was reported that a CT was performed during a 1 year follow-up, identified a type iib endoleak. The event is continuing. The investigator assessed the type iib endoleak as not related to index device or procedure, but probably related to the dissection. Sponsor assessed the type iib endoleak as not related to index device, but related to index procedure and the dissection. Cec adjudicated the type iib endoleak as related to index device and not related to index procedure. On (B)(6) 2022: it was reported that corelab review of CT imaging from the (B)(6) 2021 identified a stent-induced new entry tear. The maximum aortic diameter was noted to measure 56mm. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in an unknown size thoracic aortic dissection on the (B)(6) 2020. It was reported that a CT was performed during a 1 year follow-up, identified a type iib endoleak. The event is continuing. The investigator assessed the type iib endoleak as not related to index device or procedure, but probably related to the dissection. Sponsor assessed the type iib endoleak as not related to index device, but related to index procedure and the dissection. Cec adjudicated the type iib endoleak as related to index device and not related to index procedure. On (B)(6) 2022: it was reported that corelab review of CT imaging from the (B)(6) 2021 identified a stent-induced new entry tear. The maximum aortic diameter was noted to measure 56mm. No additional clinical sequelae were provided and the patient will be monitored.